Manufacturer narrative:
(B)(6). As reported, a 7mmx4cm 155 saber percutaneous transluminal angioplasty (pta) rapid exchange (rx) balloon catheter was used for post dilation; however, it ruptured within eight atmospheres (atm). There was no reported patient injury. The lesion was the right external iliac artery, which was stenosed, moderately tortuous and calcified. The lesion was not a chronic total occlusion within three months. The device was replaced with a new non-cordis balloon catheter and the procedure was completed. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. An unknown 6f guiding sheath was inserted from the left femoral artery and made a back-up for contralateral. An unknown 0.014 guidewire crossed the lesion and a 9mmx4cm non-cordis stent was implanted. A competitor's contrast media and inflation device were used. The inflation device was successfully used with other devices. The plunger depressed into the syringe/indeflator when trying to inflate. The product removed intact (in one piece) from the patient. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 82156642 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate tortuosity and calcification with stenosis may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed lesion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 7mmx4cm 155 saber percutaneous transluminal angioplasty (pta) rapid exchange (rx) balloon catheter was used for post dilation however, it ruptured within 8 atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the right external iliac artery which was stenosed, moderately tortuous and calcified. The lesion was not a chronic total occlusion within three months. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. An unknown 6f guiding sheath was inserted from the left femoral artery and made a back-up for contralateral. An unknown 0.014 guidewire crossed the lesion and a 9mmx4cm non-cordis stent was implanted. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. The plunger depress into the syringe/indeflator when trying to inflate. The product removed intact (in one piece) from the patient. The device will not be returned as it was discarded in the hospital. No other information was provided.